Event description:
The customer stated that a falsely decreased alinity c sodium result was generated for a patient sample that retested higher on a different alinity c processing module. The falsely decreased result was not reported out of the laboratory. The following data was provided. Sid:(B)(6). Test date: (B)(6) 2023. Initial result: 112 mmol/l. Repeat result: 158 mmol/l. Customer normal range 136 - 145 mmol/l. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Manufacturer narrative:
Service resolved the issue by replacing the ict cable. No additional discrepant result issues have been reported since the service activity was completed. The instrument service history review revealed no additional service tickets associated with discrepant/erratic patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. Trending review determined no trend for the issue for the product. Device history record review did not show any potential non-conformances, or deviations. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no deficiency was identified.

Event description:
The customer stated that a falsely decreased alinity c sodium result was generated for a patient sample that retested higher on a different alinity c processing module. The falsely decreased result was not reported out of the laboratory. The following data was provided. Sid: (B)(6) test date: february 27, 2023 initial result: 112 mmol/l repeat result: 158 mmol/l customer normal range 136 - 145 mmol/l no impact to patient management was reported.